Event description:
Healthcare professional reports left side capsular contracture of an unspecified baker grade. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated, more than three openings striated, and nicks striated. Based on the device analysis the final assessment is: a striated edge in the side posterior broken due to surgical damage. More than three openings striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. Missing shell assessed as inconclusive.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side capsular contracture baker grade unknown. The device has been explanted.